Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2013, patient underwent percutaneous coronary intervention (pci) in ostium left anterior descending (lad) and a 2.50x12mm promus element ¿ stent was implanted. The patient was stable at the end of the procedure. In (B)(6) 2015, the patient presented due to chest pain and coronary angiography revealed isr in the previously placed 2.50x12mm promus element ¿ stent in ostium left anterior descending (lad). The physician treated the lesion with coronary artery bypass graft (CABG).